Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that nurse stated that they have a patient cooling on the device, there was about 40 minutes was remaining in cooling therapy. Nurse stated the patients temperature had dropped below target and the device started alarming and turned off due to being in below target. The targeted temperature was 36c, patient temperature 34.4c with a foley probe. They had checked a temporal temperature which was 34.9c but they were going to also verify a rectal temperature. Nurse confirmed they had four pads connected with adequate coverage. Nurse confirmed they had not administered any medications recently. They had not flushed or irrigated the foley. They did recently turn the patient for an x-ray. Nurse stated patient was shivering, currently was not noticeably shivering. Had nurse accessed the event log, device alarmed 50 and 15 around 2235. Informed nurse without therapy running, it was hard to determine what cause the patients temperature to drop. It was discussed if they resumed therapy under cooling, the device would attempt to rewarm patient from 34.4c to the targeted temperature of 36 as quickly as possible. Explained the nurse might want to consult the provider to confirmed if that was okay or if they should do a controlled rewarm. Nurse confirmed with provider at bedside to rewarm the patient to 37c at a rate of 0.2c/hour. Walked nurse through adjusting the rewarm to rewarm from the current patient temperature and started therapy. After a few minutes water flow rate settled to 3.1 l/min, water temperature 24.9c, system diagnostics: outlet monitor temperature 22.6c, outlet control temperature 22.6c, inlet temperature 22.7c, chiller temperature 6.7c, water flow rate 3 l/min, ip -7psi, circulation pump command 69percentage, mixing pump command 18percentage, heater was 0percentage, water reservoir level 4, system hours 82, and pump hours 56. Walked nurse through placed device in manual control to warm water to 40c, after about 8 minutes, water temperature reached 36.6c. Had nurse disable manual control and resumed rewarming, at this point patient temperature was 35.4c. Explained a temperature change of one degree was unusual. Informed nurse to flex the temperature cable, patient temperature did not fluctuate. Informed nurse it was possible when they turned the patient the foley probe was damaged, suggested nurse confirmed a secondary rectal temperature to confirmed correlation. Recommended they might consider changing the temperature sensing foley to ensure it was working properly. Also discussed with nurse counter warming measures per protocol such as a bair hugger since the patient was generating heat as this may affect rewarming ability. Nurse stated they would check a rectal temperature and change the foley and then monitor the patient for awhile to confirmed rewarming at 0.2c/hour, nurse also changed rewarm from to then match current patient temperature of 35.4c. Nurse would then call back if continuing to had issues.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak." The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that nurse stated that they have a patient cooling on the device, there was about 40 minutes was remaining in cooling therapy. Nurse stated the patients temperature had dropped below target and the device started alarming and turned off due to being in below target. The targeted temperature was 36c, patient temperature 34.4c with a foley probe. They had checked a temporal temperature which was 34.9c but they were going to also verify a rectal temperature. Nurse confirmed they had four pads connected with adequate coverage. Nurse confirmed they had not administered any medications recently. They had not flushed or irrigated the foley. They did recently turn the patient for an x-ray. Nurse stated patient was shivering, currently was not noticeably shivering. Had nurse accessed the event log, device alarmed 50 and 15 around 2235. Informed nurse without therapy running, it was hard to determine what cause the patients temperature to drop. It was discussed if they resumed therapy under cooling, the device would attempt to rewarm patient from 34.4c to the targeted temperature of 36 as quickly as possible. Explained the nurse might want to consult the provider to confirmed if that was okay or if they should do a controlled rewarm. Nurse confirmed with provider at bedside to rewarm the patient to 37c at a rate of 0.2c/hour. Walked nurse through adjusting the rewarm to rewarm from the current patient temperature and started therapy. After a few minutes water flow rate settled to 3.1 l/min, water temperature 24.9c, system diagnostics: outlet monitor temperature 22.6c, outlet control temperature 22.6c, inlet temperature 22.7c, chiller temperature 6.7c, water flow rate 3 l/min, ip -7psi, circulation pump command 69percentage, mixing pump command 18percentage, heater was 0percentage, water reservoir level 4, system hours 82, and pump hours 56. Walked nurse through placed device in manual control to warm water to 40c, after about 8 minutes, water temperature reached 36.6c. Had nurse disable manual control and resumed rewarming, at this point patient temperature was 35.4c. Explained a temperature change of one degree was unusual. Informed nurse to flex the temperature cable, patient temperature did not fluctuate. Informed nurse it was possible when they turned the patient the foley probe was damaged, suggested nurse confirmed a secondary rectal temperature to confirmed correlation. Recommended they might consider changing the temperature sensing foley to ensure it was working properly. Also discussed with nurse counter warming measures per protocol such as a bair hugger since the patient was generating heat as this may affect rewarming ability. Nurse stated they would check a rectal temperature and change the foley and then monitor the patient for awhile to confirmed rewarming at 0.2c/hour, nurse also changed rewarm from to then match current patient temperature of 35.4c. Nurse would then call back if continuing to had issues.